Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the device but upon arrive the fsr discovered that the ventilator had been placed back into service already and was in use on a patient. The fsr was unable to perform a full evaluation nor the operational verification procedure (ovp) as a result of the ventilator being in use with the patient. The fsr performed a visual inspection and monitored the ventilator during its use on the patient, with no issues or alarms observed. No failures were detected and the reported issue was not duplicated.

Event description:
Customer reported that while in use with a patient, a vela ventilator had intermittent issues with triggering breaths. The device was exchanged for a back up unit and the customer's biomedical engineer tested the device off of the patient and could not confirm or duplicate the issue. The customer reported that there was no patient harm.